Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probe was broken, however no broken probes were returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. Upon inspection of the broken surface of the probe, it was discovered that the crack was progressing from the scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the probe on the thunderbeat device was broken. There was no patient involvement.